Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete

Event description:
It was initially reported that the dermatome seemed to lose power when taking the graft harvest. There were audibly slower oscillations, and the device had almost stopped. Multiple attempts had to be taken for appropriate graft to be obtained. Additional clinical information determined that there was an impact/damage to the graft harvest, wherein the initial graft harvest was "chewed up" and a second/third graft was needed to be taken. The surgery was completed using an alternate device with an extension of about 1-15 minutes, while the patient was under local anesthesia at the time of delay.

Manufacturer narrative:
The device was manufactured on 2/3/2012 and has no repair history at zimmer biomet surgical. The electric dermatome handpiece device, serial number (B)(4), was not returned to zimmer surgical for evaluation and repair. The device was returned to zimmer (B)(4) for evaluation and repair. The customer¿s reported event could not be confirmed and a cause could not be determined.